Event description:
On (B)(6) 2015, the patient was exhibiting signs of underdose or withdrawal while being treated in hospital for other reasons. At that time, the physician decreased the pump by 50% and treated the patient with intravenous and oral pain medication. The physician believed that the pump was stopped at some point during that time causing the patient to go into withdrawal as the patient felt better after receiving the intravenous and oral medication. Per the physician¿s nurse, there was no event in the pump logs. No diagnostic testing or troubleshooting was performed. The patient status was reported as ¿alive-no injury¿. The patient was doing fine per the office. The device system was delivering dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID: 8590-1, lot# n113540, implanted: (B)(6) 2007, product type: accessory. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2007, product type: catheter. Product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had nausea, vomiting, some decreased level of consciousness, confusion and increased generalized pain related to the event. The patient was given an intravenous narcotic in the emergency room with an increased level of consciousness. The patient recovered without permanent impairment.